Event description:
Review of the manufacturer's programming history database revealed that a faulted system diagnostic test occurred on (B)(6) 2006. A final interrogation was performed which showed the device settings were changed to unintended parameters, but the settings were not corrected prior to the patient leaving the clinic. The settings were later corrected on (B)(6) 2006. No patient adverse events were reported. Manufacturer labeling indicates to perform a final interrogation prior to patients leaving the clinic to verify the devices are at intended parameters.

Manufacturer narrative:
Analysis of programming history.